Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he experienced a low blood glucose level of 51 mg/dl. The customer treated his blood glucose level with food and glucose tablets. The paramedics were dispatched on (B)(6) 2017 as a result of his low blood glucose level. He experienced a hypoglycemic event. He was not feeling well, slept all day, and had not eaten anything. The customer was under observation. The customer was wearing the insulin pump at the time of hospitalization. The device was not returned.